Manufacturer narrative:
Device not returned.

Event description:
During use of the device for a non-clinical activity, the user reported that there was a display error. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.